Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details the forward trigger sticks when pulled due to the fact that the straight pin has worn a groove into the handle allowing it to move out of position and the trigger shaft to be loose. The trigger shaft was replaced in addition to other components and the device was returned to the customer.

Event description:
It was reported that during testing the handpiece had a sticky trigger. This did not occur during a surgical procedure. There was no patient involvement and no adverse consequences associated with the event.